Event description:
A distributor in (B)(6) reported that an mr370 reusable humidification chamber had a crack in the outlet and that the defect was noted when the chamber was unpacked.

Manufacturer narrative:
(B)(4). The mr370 humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on the description of the problem and our knowledge of the product. The customer had reported that the chamber had a crack in the outlet. This likely means that the chamber was cracked in the vicinity of the outlet port at the top of the chamber dome. They further reported that this damage was found when the chamber was unpacked and before first use. A lot check revealed no other complaints for this product. If as the customer reports, the cracking was found before use, then it is most likely that the damge occurred during transport or handling at the customer facility. The mr370 is a reusable device. Our monitoring and trending of cracked mr370 chambers shows that this is the only complaint we have received in the past 24 months.